Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using two (2) bd vacutainer® push button blood collection set, blood leaks as the grey sheath did not go back in place when the tube was removed. No patient or user impact reported.

Event description:
It was reported that while using two (2) bd vacutainer® push button blood collection set, blood leaks as the grey sheath did not go back in place when the tube was removed. No patient or user impact reported.

Manufacturer narrative:
Investigation summary bd had not received any samples for investigation. A total of 10 retained samples were used for testing, and no leakage was observed in any of the tubes. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: sleeve leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.